Event description:
It was reported during a patient refill, the healthcare professional (hcp) was updating the pump and a "broken pump" symbol appeared and "pump said stopped pump" (also described as "the pump was shut off"). The event was also described as seeing the "pump 'crashed'" and there was a programmer broken in half on the screen. The reporter was "fairly sure" the symbol the hcp saw referred to the clinician programmer and not the pump itself. The hcp also mentioned seeing something on the clinician programmer that indicated they should "replace the catheter or new catheter only". The hcp was asked to return to the patient's home where they were able to interrogate the pump again without any broken symbols. The pump was stopped at this time. They reprogrammed to the desired simple continuous infusion rate and the pump was updated. Additional information received reported the cause of the event was thought to be the programmer and the person doing the refill was new to doing the procedure. The event was attributed to operator error and programmer issues. The refill was believed to be successfully done on monday. The patient is believed to be "fine" and there was no mention of a medical or therapy issue. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Product ID 8840, product type programmer, physician. (B)(4).